Manufacturer narrative:
The device history records were reviewed and no non-conformances that would cause or contribute to the reported event were identified. Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Report three of three for the same event, see also 3004485144-2016-00049 and 00050.

Event description:
The sales associate reported the tip broke off instruments. The surgeon was removing non-zimmer biomet product and replacing with zimmer biomet product. Upon insertion, the distal tip of driver sheared off. He tried to remove by placing a rod and locking cap on screw. Upon tightening the cap the tip of the plug driver sheared off. He tried to remove screw with height adjuster and tip sheared off. It was confirmed that all tips were retrieved from the patient. A one hour surgical delay was reported.

Manufacturer narrative:
The returned 2000-9061 (pol 5.5 ti plug driver) from lot pm179a was visually inspected by quality engineering. Initial inspection confirms the reported device failure; the device¿s tip is fractured. A functional assessment not performed. The DHR (device history record) for the product lot was reviewed. There were no reported non-conformances or product deviations that could have contributed to the reported event. There are no indications of manufacturing issues which could have contributed to this event. The root cause cannot be conclusively determined with the available information, but it is likely that force placed on the device during use exceeded the instruments capability. Report three of three for the same event, reference 3004485144-2016-00049-1 and 3004485144-2016-00050-1.